Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, ischemia, dyspnea, bradycardia, stenosis/restenosis, and surgical procedure (coronary artery bypass grafting) are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 23 mm xience v stent in the left main coronary artery, a 3.5 x 12 mm xience v stent in the proximal left circumflex artery and a 3.0 x 15 mm xience v stent in the mid right coronary artery. On approximately (B)(6) 2013, the patient experienced chest pain while at work. The chest pain subsided with rest and was associated with dyspnea, diaphoresis and bradycardia. On (B)(6) 2013, the patient was seen by his physician and a stress test was performed, which was positive for ischemia. On (B)(6) 2013, the patient was re-admitted to the hospital. Heparin was started as treatment. On (B)(6) 2013, angiography was performed and in-stent restenosis was noted in the xience v stents implanted in the left main and the circumflex arteries, as well as stenosis in the diagonal artery. On (B)(6) 2013, coronary artery bypass grafting was performed, with grafting of the left internal mammary artery to the left anterior descending artery and a saphenous vein graft to the obtuse marginal artery. The patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(6) 2013. Concomitant products: stent: xience v (3.5x23, 3.0x15); other: prasugrel, aspirin. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, ischemia, bradycardia, stenosis/restenosis, and surgical procedure (coronary artery bypass grafting) are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.